Event description:
It was reported that the carm is rotating to 45 degrees and 90 degrees without using the foot pedal or the controllers. No injury reported. A field engineer was dispatched to the site and determined that the rotational switches needed to be replaced. Once this was completed the c-arm was working as intended.